Event description:
Plastic trocar leaked co2 during procedure so optimum abdominal pressure could not be achieved. Another trocar kit was obtained and procedure continued without incident. No patient harm.what was the original intended procedure?laparoscopic ovarian cystectomy.device #1is this a laboratory device or laboratory test?no.